Event description:
The physician was attempting to perform imaging of the lesion with an intravascular ultrasound (ivus) during percutaneous coronary intervention (pci) in the circumflex artery. The lesion was, 40-50% stenosis, severe tortuous and calcified. It was reported that the catheter could not cross lesion due to the severely tortuous anatomy and calcified lesion and was withdrawn without incident. Visual analysis of the returned device, found the distal tip was detached and had not returned with the device. Based on follow up with the physician, it was reported that the tip was detached during the disinfection of the device after the procedure. Additionally, the customer was not aware the device was used beyond the product expiry. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
The directions for use (dfu) states that the customer should ensure that "products are used prior to the expiration date on package label."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The device was returned, during visual analysis, fluid was not observed inside the device. No kink was observed in the sheath assembly. The distal tip end including the ro marker (approximately 7.4 cm) was broken off and had not been returned with the catheter. The remaining distal tip end of the catheter appeared to be brittle. The product performed within specification during image characterization testing. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: " if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel." The use of the device after the expiration date likely caused or contributed to the reported event, as the product likely degraded or aged, compromising the strength and elasticity of the material and resulting in the tip detachment/separation. It is the responsibility of the user to verify the expiration date included in the labeling and packaging. Therefore, a root cause of user/use error was assigned to this event.

Event description:
The physician was attempting to perform imaging of the lesion with an intravascular ultrasound (ivus) during percutaneous coronary intervention (pci) in the circumflex artery. The lesion was, 40-50% stenosis, severe tortuous and calcified. It was reported that the catheter could not cross lesion due to the severely tortuous anatomy and calcified lesion and was withdrawn without incident. Visual analysis of the returned device, found the distal tip was detached and had not returned with the device. Based on follow up with the physician, it was reported that the tip was detached during the disinfection of the device after the procedure. Additionally, the customer was not aware the device was used beyond the product expiry. The patient was reported to be in stable condition following the procedure.